Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and was able to reproduce the reported event and isolate it to a faulty main printed circuit board. A replacement board has been ordered to be installed onto the unit. Upon completion of the evaluation or in the event additional information becomes available a follow-up report will be submitted at that time.

Event description:
There was a note on this unit that read "vent inop x 2 on patient." It is unknown if there was any harm to the patient at the time of the event.